Manufacturer narrative:
A getinge field service engineer (fse) spoke with customer biomed about the reported issue. Customer informed that the console was not fully seated into the cart causing the internal tank not to refill properly. Fse resolved the issue over the call and customer verified helium gauge reading properly. Customer cancelled service request after phone support. The iabp was cleared for clinical service. H3 other text : issue resolved over a call with biomed

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium tank reads empty, but its full. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code).

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium tank reads empty, but its full. There was no harm reported.